Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that the cubie legacy retractor band was broken, and although the damaged part was replaced, the issue persisted. The fse then replaced the mother of all board, configured the new partition, and verified proper operation, confirming that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 b4 failed recovery and did not allow release of the cubie. The user accessed hta; however, upon opening drawer 3.1, the cubie was no longer detected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.